Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the cause was anatomical/positional. It was corrected after patient sat up. The rep said the device will not be returned because the issue was corrected and trial was successful. The rep provided the patient (pt) information and serial numbers.

Manufacturer narrative:
Continuation of d10: product ID: 977d260, serial# (B)(6), product type: screening device. Product ID: 977d260, serial# (B)(6), product type: screening device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the issue corrected itself by the patient changing position from prone to upright. No issues noted since trial started.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name lead; product ID neu_unknown_lead (serial: unknown); product type: 0200-lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a wireless external neurostimulator (wens). Caller is in a trial and seeing >40k on multiple but not all pairings. Caller has 2 viable options. Caller has already tried 2 wens, reseated leads. Caller had the healthcare provider (hcp) move lead down 1/2 inch and the impedances shifted. Reviewed could be anatomical issues. Reviewed running stim. Caller may try another lead for alternate positioning. Did not ask additional questions as caller had to go.